Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital following a syncopal event with loss of capture observed on the stored electrocardiogram. The physician elected to perform a revision procedure during which time the lead was tested via pacing system analyzer (psa) exhibiting high pacing thresholds of 5.7v @ 1.0ms with low r-wave amplitude which the physician concluded were the result of microdislodgement. The physician attempted to reposition the lead from a septal to apical position, but the helix could not be re-extended. The lead was removed and a new rv lead was implanted. No additional adverse patient effects were reported.